Event description:
It was report that during the implant procedure, the right ventricular lead exhibited loss of capture and loss of sensing. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.